Event description:
The event occurred in france. It was reported that the error message ¿eeprom¿ occurred during de-bubbling (priming) on the rotaflow console. No harm to any person has been reported. The reported error ¿eeprom¿ can cause an unintentional pump stop during treatment therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2008. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(6).

Manufacturer narrative:
The event occurred in france. It was reported that the error message ¿eeprom error¿ occurred during the battery test by the customer on the rotaflow console. No patient was involved. No harm to any person has been reported. The reported error ¿eeprom error¿ can cause an unintentional pump stop during treatment therefore, a report is required. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and the reported "eeprom error" could be confirmed. The rfc control board kit (article number (B)(4)) has been replaced. After the replacement the device is working as intended. The ¿eeprom error¿ is always caused by damaged control board. A similar complaint was investigated for the reported failure "eeprom error" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a read-/write-error in eeprom block ic9, which could led to a complete failure of the device because the eeprom did not pass the startup test. Following causes could cause a read-/write-error in eeprom block ic9 on the control board: - exceedance of age or write cycles. - temperature above or below the specified temperature range. - disturbance in the data or address lanes (e.g. By emi or malfunction of other connected components) - statistical failure. Based on these investigation results the reported failure "eeprom error" could be confirmed. The review of the non-conformities was performed on 2025-01-13 and during the period of 2008-02-14 to 2025-01-10 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2008-02-14. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.